Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 40 mg/ml; 13.6 mg/day via an implantable pump. Indication for use was non-malignant pain and failed back syndrome ¿ other. The date of the event was (B)(6) 2017. It was reported a critical alarm was heard/ and confirmed by telemetry. The pump logs were checked. Reset occurred - low battery: (B)(6) 2017. Safe state: (B)(6) 2017. The pump is going to be replaced. (B)(6) elective replacement indicator (eri) = 8 month. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative. The cause of the reset was not determined. The patient weight and medical history was unknown. Paperwork for patient's replacement was forwarded to the surgical scheduler.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The pump was replaced (B)(6)2017. The pump was currently at minimum rate and wanted to know how to program a prime bolus. It was reviewed that they would need to temporarily program the pump to simple continuous mode to program the prime, and then program the pump back to minimum rate after the prime was done. The pump was being filled with the 40 mg/ml drug and will program to minimum rate so the pump was delivering 0.24 mg/day to the patient. It was planned to bring the patient back next week to change the drug to a lower concentration and will perform a system content removal at that time to remove the 40 mg/ml drug from the system so they can move the patient to simple continuous mode. The pump will be sent back to the manufacturer.

Manufacturer narrative:
Analysis of the pump identified high battery resistance. Additionally, analysis found that the alarm was out of specification due to an anomaly with the resonator. If information is provided in the future, a supplemental report will be issued.